Event description:
The MFR received info of a ventilator svc required alarm occurred while in use. There was no report of pt harm or injury.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer¿s complaint was confirmed. The device¿s power mgmt board was replaced to address the ventilator svc required condition. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition.